Event description:
See initial report.

Manufacturer narrative:
H11: complaint database review revealed that a similar event has been reported since unit's installation which was traced to a stuck changeover valve inside the cardioplegia bridge. No concerning trend has been detected related to this failure mode. Based on the investigation findings, the reported event was likely traced to a damaged compressor, due to a degradation of the cooling coil (coil micro-hole formation) leading to refrigerant leak and water entering the refrigeration cycle and ultimately damaging the compressor. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring market trends.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system failing to cool beyond 20 degrees celsius. The issue occurred during service. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635) h11: livanova deutschland manufactures the 3t heater cooler system. The event occured in london, united kingdom. Through follow-up communications, it was learned that, on inspection, field service engineer found that device tripped the electrical supply when the temperature was lowered. Further inspection of the cardioplegia tank did not confirm cooling coil gas leak, since there was no refrigerant gas left to leak out. As a result, engineer removed the system from service and advised the perfusion team to scrap it. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.